Manufacturer narrative:
The investigation is currently in progress and results will be included in a follow up report upon investigation completion.

Event description:
A customer reported the inability to scan a patient using an ultrasound system that failed to turn on. An unborn child died proceeding the attempted use of the ultrasound system.

Manufacturer narrative:
The investigation identified that the customer had left the system on battery power which drained the battery prior to this event. This resulted in the inability for the system to power up for next use. There was no system malfunction identified during the investigation.